Manufacturer narrative:
Four broken pieces of a canister were received for investigation after decontamination at an off site facility. After a visual examination of the returned pieces by quality and engineering management, the pieces were determined to be the side wall of the canister. The returned pieces were measured by our laboratory personnel for high and low wall thickness and were found acceptable according to our quality specifications. As part of normal production controls, high and low side wall and bottom wall thickness measurements are completed for the guardian canisters each month. A review of the measurements since january 2018 found all inspections to be acceptable to quality specifications. No lot number was provided by the customer; therefore, a review of the manufacturing device history record to determine if any deviations took place during the manufacture of the product could not be performed. One possible failure mode is damage to the canister which could have occurred during transit and handling at the site. If the canister had a crack before applying suction, this would prevent the unit from functioning as intended and could cause the unit to implode. This type of damage could occur due to adverse shipping conditions or possible breakage during internal processing and final packaging. Examples include dropping the case or stack, rough handling, or forceful blows, which may cause excessive vibration, transmit a damaging force to the canisters or lids, or result in movement of the contents resulting in canister or lid damage. Packaged canisters or lids, when they are opened at the customer site, may exhibit the cracked unit although no apparent damage is evident on the outside of the box itself. If the unit was damaged prior to shipping, this unit was not included in any inspection sampling or noted during other processing steps. Testing at both the cardinal health manufacturing facility and our packaging technology center demonstrated positive results for the current packaging. With the information provided, no specific assignable cause can be determined based on the product design or manufacturing conditions. If the canister had a crack before applying suction, this would prevent the unit from functioning as intended and could cause the unit to implode during use. Per the directions for use included with the product, canisters, lids, and components should be inspected for damage from shipping, storage, or handling prior to use. If the canisters were exposed to static vacuum for prolonged periods of time, this would greatly increase the likelihood of the unit to implode during use. Per the directions for use included with the product, it is not recommended to subject the canister to vacuum when not in use. No further action is planned at this time.

Event description:
The suction canister imploded during surgery, and fluid splashed in the tech¿s eye. Her eye was flushed with water and she was referred to employee health for blood exposure work up including testing for blood borne pathogen testing. Apparently the patient was (B)(6).